Manufacturer narrative:
(B)(4). Publication year of 2019. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. The following information was requested, but unavailable: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: safety and feasibility of laparoscopic liver resection for patients with large or multiple intrahepatic cholangiocarcinomas. A propensity score based case-matched analysis from a single institute author(s): yunfeng zhu, md, jiulin song, md, xi xu, md, yifei tan, md, jiayin yang, md citation: medicine 2019;98:49(e18307); doi: http://dx.doi.org/10.1097/md.0000000000018307. The aim of this retrospective study was to compare the difference between open hepatectomy (oh) and laparoscopic liver resection (llr) in patients with large or multiple intrahepatic cholangiocarcinomas (icc) in a case-matched analysis using propensity score matching (psm). Between jan2012 and jun2017, 83 patients with large and multiple icc underwent llr (n=20; age of 54.3 ±15.9 years; n=12 male and n=8 female; bmi of 23.0±3.4 kg/m^2) or oh (n=63; age of 56.5±10.2 years; n=39 male and n=24 female; bmi of 23.5±4.4 kg/m^2). During dissection in llr procedure, a laparoscopic cavitron ultrasonic surgical aspirator, harmonic scalpel (ethicon, somerville, nj) and hem-o-lok clips (weck, telefex medical, nc) were used. A massive hemorrhage in a 63-year-old woman during parenchymal transection was reported. Inadequate exposure restrained the hemostatic steps, titanium clips were used to temporarily control the bleeding, and laparotomy was performed. This patient also accounted for the maximum blood loss in the llr cohort and underwent intraoperative transfusion. Also, another patient underwent intraoperative transfusion. Postoperative complications in llr group included liver failure (n=1), and biliary leakage (n=1). In conclusion, the present study showed that patients who underwent llr for large or multiple iccs could obtain similar short- and long-term outcomes compared with those who underwent oh, and lnd was more technically difficult but feasible in llr.